Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the tissue pad was torn. Another device was used to complete the procedure. There were no adverse consequences to the pt.